Manufacturer narrative:
Other, other text: additional information: no patient involvement. Information added to section b5.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
One medfusion 4000 pump was received to investigate the reported event. The pump was received with a capacitor taped to the handle and a top case chip on the left corner. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No alarm which related to any of the interconnect board problem was found in ehl, error history log. A visual inspection was performed to further investigate the reported issue. It was found that the c13 capacitor had broken off in the interconnect board due to either impact or mishandling. The interconnect board was replaced and the device passed all functional test. (B)(6).

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an issue with the interconnect board. It is unknown is there was a patient involved.